Event description:
The company was informed that the patient presented with a fever and has been diagnosed with meningitis. Advanced bionics is in the process of gathering more information. Once more information is received, a supplemental report will be submitted.